Event description:
Heat wrap did not work as it did not relieve his pain [device ineffective]. Case description: this is an initial spontaneous report from a contactable consumer. This male consumer (race unk) started to use heat wrap (thermacare lower back and hip) since three days on an unk date in (B)(6) 2011, at an unk frequency for pain in lower back and hip. There was no relevant medical history and concomitant medications of the consumer that since an unk date in (B)(6) 2011, heat wrap did not work for him as it did not relieve his pain. The relevant lab tests in response to the event were unk. The consumer had discontinued the use of heat wrap on an unk date in (B)(6) 2011, as it did not work. Therapeutic measures if any, taken in response to the event was unk. At the time of report the clinical outcome of the event was unk.

Manufacturer narrative:
Labeled for single use: yes. Action taken: use of device permanently discontinued. Complications during surgery: not applicable.